Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was replaced and the pump was being sent back. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 30 mg/ml bupivacaine at 4.646 mg/day and 20 mg/ml morphine at 3.097 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred. The patient had not recently had an MRI. The hcp updated the pump to minimum rate and the patient was being referred to a surgeon. The pump was going to be sent back for testing. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.